Manufacturer narrative:
No medwatch form was received. The reported field event of premature battery depletion was confirmed after review of the device diagnostics data. The battery trending data showed a rapid decline in battery voltage that was not due to device usage. With an external power supply and removal of the battery, the device functioned normally meeting specifications for testing. No sources of high current drain we ere detected. The cause of premature battery depletion could not be determined.

Event description:
It was reported that the device tripped eri and then eos within a short period of time. When interrogated in (B)(6) 2012, the device showed 6-7 years remaining. This device was replaced.